Event description:
Same case as 2134265-2011-04136, 2134265-2011-04166 and 2134265-2011-04186. Reportable based on new information received on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, the 330cm floppy rotawire guide wire, and the 1.75mm rotablator burr catheter the rotation was at 180,000 rpm's. During rotablation, inside the patient, the speed was unstable ranging from 40,000 to 160,000 rpms. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable. However, the returned device revealed a wire fracture.

Manufacturer narrative:
Device evaluated by manufacturer: one device was received with the distal end fractured, spring tip is missing. The visual and tactile inspection found the core wire fractured at 324.5cm approx from the proximal end and the distal portion was not returned. All the outer diameter that could be measured was within specifications. Scanning electron microscopy analysis of the fractured portion of the guide wire found the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).